Event description:
The patient noticed that keypad buttons were not activating desired pump functions when pressed. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation confirmed that the keypad buttons do not activate desired pump functions when pressed. Contamination and corrosion was found under the bolus button connector leads. After the bolus button was removed the other keypad buttons functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.